Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced difficulty in clearing the previous patient's history before beginning a new infusion. This condition could result in medication errors. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a colleague infusion pump that experienced difficulty in clearing the previous patient's history before beginning a new infusion cannot be confirmed nor can an assignable cause be provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.